Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient experienced a skin infection at the abutment site and subsequently was administered antibiotics. Additional information has been requested, however, this has not been made available as of the date of this report.